Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address shoulder pain. X-rays revealed a degenerated glenoid fossa. Osteolysis, poly wear on the superior rim of the glenoid, and glenoid loosening at the cement/implant interface were also reported. Scar tissue was also removed. The label for the actual humeral head implant did not include an expiration date. This caused a 45-minute surgical delay.